Event description:
It was reported that a patient underwent an idiopathic vt ablation procedure using thermocool smarttouch catheter. During remapping of the pvc (premature ventricular contraction), the patient experienced pericardial effusion that required pericardiocentesis. Patient had drop in blood pressure. The pericardial effusion was confirmed with an echocardiogram (external probe). Pericardiocentesis was performed and about 250-300 cc of fluid was removed. The patient was in stable condition. The procedure was aborted. The physician believed there may have been a weaker area in a part of the patient's apex of the heart. The patient had 2 prior ablations. There were no high-force readings of above 20 grams of force during the procedure to indicate any issues. Patient fully recovered. Patient required extended hospitalization and was required to spend the night. Ablation was performed prior to noting effusion. Event occurred in remap of pvc post ablation. No error messages occurred.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-nov-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an idiopathic vt ablation procedure using thermocool smarttouch catheter. During remapping of the pvc (premature ventricular contraction), the patient experienced pericardial effusion that required pericardiocentesis. Patient had drop in blood pressure. The pericardial effusion was confirmed with an echocardiogram (external probe). Pericardiocentesis was performed and about 250-300 cc of fluid was removed. The patient was in stable condition. The procedure was aborted. The physician believed there may have been a weaker area in a part of the patient's apex of the heart. The patient had 2 prior ablations. There were no high-force readings of above 20 grams of force during the procedure to indicate any issues. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31099283m number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).